Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01373.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using a pod6 and a pod packing coil (podj). During the procedure, while attempting to advance a pod6 through a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the pod6 pusher assembly became bent; therefore, it was removed. It was reported that the same issue occurred with a podj. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01373.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using a pod6 and ruby coils. During the procedure, while attempting to advance a pod6 through a lantern delivery microcatheter (lantern), the physician experienced resistance and subsequently, the pod6 pusher assembly became bent; therefore, it was removed. It was reported that the same issue occurred with a ruby coil. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.